Event description:
Customer called in needing a replacement belt clip. During the call, she mentioned that her device alarmed no delivery during a bolus delivery. The issue was resolved with an infusion set change. Customer was advised to call next time the issue occurs for troubleshooting. Customer's current blood glucose is 230 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).